Event description:
A patient was treated for an infectious corneal ulcer in the left eye, located outside the central 4mm of the cornea between 8 o'clock and 9 o'clock extending into the corneal stroma. Treatment was reported to be levofloxacin eye drops and sodium hyaluronate eye drops administered 4 times a day. The patient was also prescribed levofloxacin, empynase and calonal, 3 times a day for 3 days. The patient did not return to clinic for further treatment. The patient peported they saw their "regular" ecp in 2003 to buy contact lenses and their ecp noticed a white spot in their left eye. No additional information is available at this time.